Event description:
It was reported that the pump issued a cartridge change error, and despite following various troubleshooting steps, the issue persisted. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) for insulin delivery as the pump was out of warranty, and they declined interest in obtaining a loaner pump due to lack of insurance coverage. A replacement pump would be needed, but the customer opted to continue with mdi.